Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut through the insulation at 32.5 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The lead damage was confirmed with the induced cut in the insulation.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the lead was exhibiting undersensing and non-capture due to the patient¿s anatomy. The physician noted the lead was difficult to implant. Physical damage to the lead body was also observed. The lead was explanted and replaced. No additional adverse patient effects were reported.